Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was high ventricular rate (hvr) episodes demonstrating noise on the right ventricular (rv) lead. No programming changes were made to the lead. The patient was in stable condition.